Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/11/2023, it was reported by an arthrex subsidiary employee via email that ar-1923bc suture anchor, biocomposite pushlock had an issue during an arthroscopic procedure on (B)(6) 2023. When the surgeon used this product to fix the glenoid lip of the shoulder joint suture, the suture was found abnormal. The surgeon extracted the anchor and then found the eyelet deformation. A piece broke off inside the patient and was retrieved. The procedure was completed successfully by using another new ar-1923bc with the same lot number. There was no patient harm, and no secondary procedure was needed. This occurred during use in an unspecified arthroscopic procedure with no patient harm. Additional information has been requested. On 9/26/2023, the arthrex subsidiary employee provided the following information via email: this occurred during a labrum repair procedure. An ar-1949 spear and ar-1923d drill were used to prepare the bone socket for insertion of the implant. The bone quality of the patient was normal. There was a case delay of 20 minutes, but no additional anesthesia was administered.